Manufacturer narrative:
It was reported to abbott, during an ipg replacement. High impedances were observed on the right extension. The issue was resolved with replacement of th extension. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined

Manufacturer narrative:
The reported high impedance was not confirmed. As received, the continuity testing showed the returned both end segments passed isolation resistant testing. The cause of the reported event remains unknown.

Manufacturer narrative:
The reported high impedance was not confirmed. As received, the continuity testing showed the returned both end segments passed isolation resistant testing. The cause of the reported event remains unknown.

Event description:
It was reported that during an ipg replacement due to normal end life on (B)(6) 2023, the physician noted that right lead extension recorded high impedances. As a result, the right extension was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
B3-date of event is estimated.